Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iabp) was prepped and inserted via the pt's left femoral artery. After placement of the iab the pump (s/n (B)(4)) alarmed "large helium leakage". At this time, the iab was removed and a new iab was prepped and inserted in the same insertion site. There was no reported pt death, injury or complications. Medical / surgical intervention was not required. There was a 1/2 hour delay / interruption in intra-aortic balloon pump (iabp) therapy. The pt outcome is listed as fine.

Manufacturer narrative:
(B)(4).